Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter revision kit, verification of all final testing performed by/on the us catheter revision kit, and packaging for subject us catheter revision kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter revision kit function. Device was discarded and not returned for additional evaluation and investigation. As the device was discarded, a definitive root cause could not be determined for the alleged issue. (B)(4).

Event description:
Agent contacted technical solutions to report a catheter that was replaced due to not being able to aspirate. The patient reported an increase in pain. There was no csf flow from the catheter prior to revision of a segment. The revised segment of catheter was discarded.